Event description:
It was reported that a letter was received from the lawyer, that a patient had, a gastric band surgery on (B)(6) 2012. In (B)(6) 2013 the surgeons informed the patient that the gastric band was leaking due to a defect in the product. Now the patient has to undergo another surgery to get the device explanted. Device is still implanted.

Manufacturer narrative:
(B)(4). Device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Suspected band leakage one year post-implantation. Initially a procedure homogeneous radiotracer was performed with the gastric balloon and port system for 20 minutes. The examination needed to be interrupted for a short period of time due to an increase in pressure in the port system. The physician aspirated 5ml of liquid to release pressure. In the last pictures (after 40 hours post injection) in the area of the gastric band, a shaded blurred liquid was noticed close to the gastric balloon two hours post injection findings concerning the gastric balloon with heterogeneous contrast has increased considerably. Assessment: an early leakage in the area of the gastric balloon is noted